Event description:
The patient reported no longer hearing sound sensations. Diagnostic testing determined that the device is not functioning according to manufacturer's specifications. The date of explantation/reimplantation surgery has not been reported. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.